Manufacturer narrative:
The root cause of the instrument is unknown, but appears to be related to a hardware failure. The issue was resolved after the field service engineer performed the services, including the replacement of the photometer, instrument calibration, and cuvette alignments. Customer has not called back to report any further issues. (B)(4).

Event description:
Customer called to report that prior to the last service visit, the unicel dxc 600 synchron system generated a falsely low triglyceride (tg) result; at that time, customer did not report this result to beckman coulter, inc. Customer also stated that the instrument generated suppressed results and displayed "blank absorbance low" errors for aspartate aminotransferase (ast) and alanine aminotransferase (alt). A beckman coulter, inc. Customer advocate requested information regarding the falsely low tg result; however, customer could not recall the identification of the patient sample or the erroneous result values. Customer could only recall that the erroneous result was low, but was higher upon repeat on another analyzer. The field service engineer (fse) inspected the instrument and replaced the photometer. The fse also calibrated the lamp and performed cuvette alignments. The replacement photometer passed all requirements, and all calibrations passed quality controls. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the instrument issue is unknown, but appears to be related to a hardware failure. Customer stated that the erroneous tg result was not reported outside the laboratory; therefore, patient treatment was not affected.